Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not trigger a shock during cardioversion. Two attempts were made at 150j and the paddle position was changed. No negative patient impact was reported. A second defibrillator was used to treat the patient.